Event description:
The customer reported that the system displayed a grey image to the monitor during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the closed circuit digital camera. The system was tested and found to be working as intended and put back in service.